Event description:
The customer reported that a pt death occurred, however, they do not allege that it was an equipment malfunction.

Manufacturer narrative:
(B)(4): the customer reported that a pt expired; however, they are not saying it was an equipment malfunction. Based on the available info, the pt had already been hospitalized and the outcome was a pt death. The customer is not saying, it was an equipment malfunction and has requested a philips field service engineer (fse) onsite to evaluate pt data. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.